Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual review identified the following: there was debris in the taper. Scratches, most likely from the removal process were present on the spherical surface. No other damage was noted. Evaluation of the returned product did not change the conclusions of previous investigation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via photo inspection. Taper corrosion was noted on the head and the stem. The liner was deformed, which likely occurred during removal. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient underwent hip revision to address metallosis, trunnionosis, elevated metal ions, and pseudotumor. The head and poly liner were revised. No further information has been made available at this time.